Event description:
Received report of bleedback. The report states, "upon assessment of patient, I found blood backed up in my "uvc" tubing. I capped off clave. No blood was found in bed. There was no injury or inconsequential injury or effect". Multiple unsuccessful attempts were made to obtain further information. Additional information, if available, will be submitted in a follow-up medwatch report.